Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm replaced the batteries due to them being completely discharged but the new batteries would not charge. A new power management board (pmb) was ordered. Upon receipt of the new pmb, the stm returned to replace the old one. The safety disk was replaced per the cycle count. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) would not function on battery. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The supplier returned the power management board to the national repair center (nrc). The supplier verified the failure of the batteries not charging and replaced components q27 and u16. The board then passed testing. The national repair center inspected the board with no visual damage observed, and installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure, and cardiosave service manual, and the board passed testing. The board will be packaged and labeled and sent to stock per procedure.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) would not function on battery. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The suspected faulty power management board (pmb) was returned to getinge's national repair center (nrc) for failure investigation and was inspected with no visual damage observed. The nrc installed the pmb into a cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The nrc verified the failure of the board not charging the batteries. It was observed that the pmb attempted to charge the batteries with slot 1 and slot 2 led's lighting up momentarily then shutting off. The batteries were not able to charge. The board failed testing and has been sent to the supplier for failure analysis per procedure. A supplemental report will be submitted upon completion of supplier analysis.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) would not function on battery. No patient harm, serious injury or adverse event was reported.